Event description:
It was reported that the insulin pump had unresponsive buttons. It was stated that the time on the device was not advancing. It was stated that the battery was removed for five minutes and the anomaly persisted. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.